Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). The device was returned partially deployed and the returned condition substantiated the reported product experience. Evaluation of the device indicated that it was pulled out of the artery just prior to completing the thumb advancer stroke while the locator wings were open, resulting in loss of arterial access as reported. During testing, the device was cleaned, re-assembled, and re-deployed successfully as intended. Based on the investigation findings, the device was partially deployed and a cause related to the device could not be determined. A possible cause for the device being pulled out of the artery during the thumb advancer deployment includes, but is not limited to, inadvertently pulling force the device while advancing the thumb advancer or the access site was relatively larger than expected. However, this could not be confirmed. No manufacturing or quality issues were detected. A review of the product lot history record did not reveal any nonconforming material records associated with this lot. A query of the complaint database was performed and there does not appear to be any indication of a lot specific product quality deficiency. To assure that all products perform according to specifications they are subject to inspection during manufacturing. In addition, a quality control audit inspection is performed to verify product quality.

Event description:
It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, during the splitting of the sheath, the vessel closure wings pulled through the artery. Manual compression was used to achieve hemostasis. There was no adverse patient sequela. Though requested, no additional information was provided.